Event description:
The customer reported that the clamps slipped during a carotid procedure and that latis/latis inserts were being used. No pt injury or complications reported. Applied med resources has requested add'l info regarding the incident.